Manufacturer narrative:
Continuation of d10: product ID unk-nv-ap-ID medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report regarding axium coil non-detachment. It was reported that the patient was undergoing an aneurysm treatment procedure. The axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The doctor used the instant detacher to detach the coil. The wire broke but the coil did not detach. The coil was replaced to continue the procedure. No other patient information was known or available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. More than one attempt was made to detach the coil using the instant detacher, and more than one attempt was also made using the manual method. It is unknown whether any issues were encountered prior to the coil non-detachment or if any pushwire damage was observed after removal from the patient. The procedure was completed by pulling out the coil.